Manufacturer narrative:
Date of event: date inaccurate, only the year is valid. The main component of the system and other applicable components are: product ID: 39565-30, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that their current ins burned them and left a scar on their buttocks. Six weeks after being implanted the patient was sore from healing and didn't charge because they thought it would have been too painful. They didn't notice anything except an itch in the area of their implant but later they saw a burn mark along the incision area. Their husband noticed the burn mark and thought the patient should get it checked out; they thought that the patient had been scratched. The implant was very irritating where the doctor placed it and the patient thought they might have it relocated. The patient thought that the burning issue might be because the wires weren't connected or the wires moved because they were having a lot of pain in their upper back. They were in so much pain they couldn't take deep breaths and the pain happened even from doing a load of laundry or washing dishes. The patient had pain and was all "messed up" on the right side of their body. They suspect that not only is something wrong where the implant is located but think that the wires have "issues" because of the pain they were feeling. The patient's implant was in their buttocks and they could barely sit on it and had pain when they stood up. They didn't know why it burned while they charged and they couldn't press the recharger antenna over the ins without pain. They didn't think the recharger was burning them- they had used the same recharger with a previous ins with no issues. No further complications reported.